Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer reported that the pump had reset twice unexpectedly while it was off the charger. The customer's blood glucose (bg) level was 65 mg/dl, and customer was unsure why bg level was low. Customer consumed a snack to correct bg level. The customer reported that the pump and manual injections would continue to be used for insulin therapy.